Event description:
Same case as: 2134265-2015-02875 and 2134265-2015-02876. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an icross¿ imaging catheter and a sled to perform automatic pullback. However, it was noted that the automatic pullback failed. The numbers changed but the catheter did not move. Manual pullback was then performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint products were returned for evaluation with no signs of external handling damage and defects observed. Evaluation of the returned device revealed that the acq pc failed the functional testing but the motor drive passed the test. The actual testing indicated that the acq pc boot into windows application with video output and screen display but it freezes at the end with blank imaged. The ilab acq pc software was checked and found the files was corrupted, problem confirmed. Motor drive shows consistent imaged with accurate catheter pullback display and correct cath ID. The unit is not defective. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-02875 and 2134265-2015-02876. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an icross imaging catheter and a sled to perform automatic pullback. However, it was noted that the automatic pullback failed. The numbers changed but the catheter did not move. Manual pullback was then performed.